Manufacturer narrative:
Result of investigation: vyaire was able to determine the exact root cause of the reported issue investigation determined that the communication between the user interface controller (epc) and the ventilation controller (cfb) is interrupted and only after a restart of the machine the communication is re-established. Conflict in memory resource allocation between software tasks causes the ventilation controller software to stop, resulting in the generation of the technical failure alarm 305. The failure condition involves a combination of software version 6.0.1600.0 or higher and active hl7 data transmission. Software patch v6.0.2100.0 is in work. Fsca 2021-001 triggered. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, logs and trending data has been sent and analyzed by technical team. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e unit stopped ventilating while connected to a patient without prior manipulation. No device settings could be made, and the screen showed a freeze image, "technical failure 305 - communication to cfb disconnected." It was only possible to switch off the device with mains cable disconnection. Even then, it continued to alarm. The patient was no longer ventilated and was transferred to a backup device, and no harm is indicated with the incident.